Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, a left side rupture. Rupture confirmed via mammogram. Device has been explanted.